Event description:
The reporter claimed the animas insulin pump has a combo bolus record that was not programmed by the user. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the un-programmed bolus issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside of normal use observed in the black box or the download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. During evaluation, the advanced bolus feature was set to on and the combo bolus accurately recorded in the pump bolus history on (B)(6) 2012 at 10:04am. The pump and a test meter were powered up and successfully paired. The pump and meter was exercised for 24 hours; periodic boluses were executed and successfully recorded in pump history. The pump was opened and no defects were found to the force sensor circuit or on the power circuit. All buttons were found to be responsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.